Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the additional fracture was due to the patient sustaining a fall three months post op. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The original im nail was replaced with a 11mm x 400mm, standard nail using two proximal screw and two distal screws. The longer nail spanned both fractures. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the right femur; was replaced due to additional trauma experienced by the patient causing an additional fracture.